Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 469mg/dl, 320mg/dl. Tests were done less than 10 mins apart with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.